Event description:
The customer reported that the power supply on this unit was not charging the batteries. Failure of the ac power supply would prevent the unit from powering up on ac power as well as prevent the battery from charging.

Manufacturer narrative:
The customer reported that the power supply on this unit was not charging the batteries. Failure of the ac power supply would prevent the unit from powering up on ac power as well as prevent the battery from charging. The unit was evaluated at philips and the failure was verified. Replacing the ac power supply resolved the reported failure.